Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the error 1 issue was unfounded during investigation though the error log has record of the error message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) is k110637.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging an error 1 issue with the subject meter. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement product(s) were sent to the patient.